Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the output from the console was intermittent. The biomed switched out active cords, probes, grounding pads, and the foot switch with no change. Additionally it was reported that the console would emit a buzzing sound when switching between modes. The procedure was completed with a different endostat ii electrosurgical unit, and the account alleged no malfunction of any accessory devices that were used. After the procedure, during inspection and troubleshooting of the unit, a loose chip was found inside the unit which was suspected to be the cause of the output issue. This was repaired, and the unit was reported to be working properly since.